Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance. A review of the recipient's test data indicated impedance issues. Programming adjustments have been made; however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is currently attempting to obtain consent from the recipient.

Manufacturer narrative:
Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on 05/19/2025. The explanted device was received at the company on april 24, 2025 and is currently undergoing analysis disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section d.9. The explanted device was received by advanced bionics (B)(6) 2025. Advanced bionics is currently attempting to obtain consent from the recipient. The device remains intact in a locked vault at ab, llc until consent is obtained. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the bottom cover, as well as broken electrode wires in the long tubing. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires in the long tubing. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition caused impedance values to be out of range. The device passed some of the electrical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.